Manufacturer narrative:
The device was received. The investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during testing at the user facility, battery leakage was noted in the battery compartment of the device. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no add'l info was provided.